Manufacturer narrative:
Concomitant products: microclave extension set, MFR/model unk, therapy date (B)(6) 2016.although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a pump tubing that became disconnected from a non-carefusion/bd extension set during an unspecified infusion while in the ed. The tubing was replaced and there was no patient harm.